Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 01/18/2017 that on (B)(6) 2017, the patient experienced an episode of diabetic ketoacidosis (dka.) Patient's mother reported that patient awoke not feeling well. Patient's mother stated that the patient's "numbers" were initially fine, then started increasing. Patient felt dehydrated and drank a lot of water which made him nauseous. Patient's "numbers" began to decrease, but ketones were at 160. Patient's mother contacted patient's endocrinologist, who advised taking patient to emergency room (ER) for evaluation. Patient was taken to hospital on (B)(6) 2017 at approximately 6:00 pm and was admitted on (B)(6) 2017 after 2:00 am. Patient was treated with IV fluids. A lab test result indicated patient had a low sodium level. Patient's mother stated that patient will remain hospitalized until ketones are gone. At the time of event, patient was not wearing the continuous glucose monitor (cgm). There was no alleged device malfunction. At time of contact, patient is fatigued but feeling better, and planned date release from hospital is (B)(6) 2017. Additional event or patient information is not available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.